Event description:
It was reported that this pacemaker was observed to be operating in safety mode after receiving a software update that was designed to detect high battery impedance and prevent initiation of safety mode in an ambulatory setting. There was no indication that remote monitoring was disabled. This device remains implanted, however device replacement was advised. No adverse patient effects or interventions were reported at this time. Additional information received reported that this pacemaker was explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution, product return status, and initial reporter contact details. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker was observed to be operating in safety mode after receiving a software update that was designed to detect high battery impedance and prevent initiation of safety mode in an ambulatory setting. There was no indication that remote monitoring was disabled. This device remains implanted, however device replacement was advised. No adverse patient effects or interventions were reported at this time.